Manufacturer narrative:
The device was returned and evaluated by product analysis on 09/19/2014.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. Reportedly, evidence of moisture ingress was observed behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/30/2014-product analysis:the device was returned and evaluated by product analysis on 09/17/2014 with the following findings:the complaint could not be duplicated with investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were appropriately responsive. There was no evidence of keypad contamination found under the key contacts. Moisture was observed on the pump¿s internal components. Unrelated to the complaint, the bolus button cover was found to be torn. The bolus button responds properly. Leak testing found a bolus button leak.